Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a plastic stylet break is confirmed, but the cause was undetermined at this time. Visual observation found the returned clear plastic stylet to be broken into 8 pieces, one of them containing the luer connector, and various small shards. One of the larger segments was bent twice and two others once. Microscopic evaluation of breaks within the stylet found them to be brittle fractures, with cracks often extending into the stylet material. Break edges were jagged, sharp and clean. Tactual evaluation found that when three of the larger stylet pieces were bent, two snapped immediately, and one bent first, then snapped when bent the other way. The complaint is confirmed, but the cause remains unknown. Potential causes include a manufacture anomaly at the stylet supplier or environmental/chemical degradation but insufficient evidence supporting a specific root cause was found during the investigation. This product was sent to the manufacturing site for further review, and no root cause was determined. See also other testing performed for cracked stylets in the emails in evaluation attachments, which did not determine root cause. A lot history review (lhr) of gfav3166 showed three other similar product complaints from this lot number.

Event description:
It was reported that while preparing for the procedure, the nurse reportedly threaded the plastic stylet over the catheter. During the procedure the plastic stylet allegedly broke. Procedure was completed using the metallic stylet instead. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of gfav3166 showed three other similar product complaints from this lot number.

Event description:
It was reported that while preparing for the procedure, the nurse reportedly threaded the plastic stylet over the catheter. During the procedure the plastic stylet allegedly broke . Procedure was completed using the metallic stylet instead. No patient injury was reported.